Event description:
It was reported that on (B)(6) 2025, a 12-10mm amplatzer duct occluder was selected for implant using a 7f non-abbott delivery sheath. It was noted during procedure that the occluder was not taking proper shape with a cobra deformation when deployed. The deformed occluder was never released from the delivery cable while inside the patient. The decision was made to recapture and remove the occluder from the patient. There was no interaction with cardiac structures during deployment. There was no angulation or kink noticed in the delivery system. The procedure was ultimately aborted. There was no clinically significant delay in procedure and no adverse patient effects reported. The patient was stable at the time of report.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity during procedure was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.